Event description:
It was reported that a right ventricular (rv) lead was explanted due to fracture. It was determined that the possible cause for the fracture was the new exercise regimen that the patient started. A new lead was successfully implanted the same day. Explanted lead will not be returned for analysis. No additional adverse patient effects were reported.